Event description:
Asku

Manufacturer narrative:
Evaluation summary: testing confirmed the no output and no telemetry conditions. The no output and no telemetry conditions were the result of a depleted battery caused by a high current drain condition. The exact cause of the high current drain condition could not be determined. The hybrid was damaged during analysis. A secondary condition was detected during hybrid testing. An open solder joint was found on a bond pad array. This array is associated with the antenna circuitry resulting in an intermittent telemetry condition when the device was attached to a power source.